Manufacturer narrative:
Additional information: patient file and logfile were requested but have not been provided, so logfile review and clinical review could not be done. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the laser was successfully installed and verified prior to the day of treatment. With limited information the root cause could not be determined conclusively. (B)(4).

Event description:
A customer reported to a company official, a case of user error; modified treatment planned, and treated, was different from intended correction. Reporter informed that this error was not noticed until the day following surgery, during the patient's post-operative appointment. From the information provided, the modified treatment plan differed from the intended treatment, by about two diopters. Upon follow up, it was learned that the patient has residual (uncorrected) myopia. Additional information provided states that the analyzer was not communicating with the server so all information was transported via usb. The modified treatment is usually manually manipulated due to surgeon preference for modifications on treatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria.a root cause has not been identified.(B)(4).